Event description:
Philips received a complaint on efficia dfm100 stating that the device had a low battery. There was no patient involvement. The field service engineer evaluated the device onsite. It was determined that device showed a depleted battery as the battery was exhausted. Hence the battery (dfm100 lithium ion battery) was replaced, and the device was returned to full functionality. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.